Manufacturer narrative:
This report is filed on february 20, 2020. (B)(4).

Event description:
The device was explanted due to a suspected device failure, non-auditory percepts, and performance decrement. In-situ tests showed atypical measurements on multiple electrodes. The results of tests performed with the device in saline solution showed a breach in the electrical insulation of the electrode wire assembly. Unrelated to the reason for explant. Analysis found a high moisture content in the hermetic cavity.

Manufacturer narrative:
This report is submitted on 25 october 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; subsequently the device was explanted on (B)(6) 2019.